Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The physician suspected a fracture on the rv lead and there was noise on the rv channel. The physician replaced the ICD and capped this lead on (B)(6) 2014. Should additional information become available, this file will be updated.